Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed, and no anomalies were found during the visual, x-ray, and borescope inspections. The impedance measurement with a known good remote control (rc) showed good impedances on all ports of the ipg, and it displayed normal characteristics during the functional tests, as all tests of electrode output integrity revealed no issue that could have contributed to the reported event. With all the available information, boston scientific concludes that the allegation of ipg showed abnormal impedances was not confirmed. The ipg displayed typical characteristics during visual examinations, and the impedance measurement with a known good remote control (rc) showed good impedances on all ports of the ipg. Therefore, this investigation is assigned a probable cause of no problem detected as no visual or functional anomalies were observed during the product analysis.

Event description:
It was reported that the patient was unable to get stimulation coverage on one side. It was noted that one row of contacts showed high impedance. During the revision procedure, the physician tested the implantable pulse generator (ipg) and when a new one was placed, the system checked out and worked correctly. The old ipg was replaced, and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to get stimulation coverage on one side. It was noted that one row of contacts showed high impedance. During the revision procedure, the physician tested the implantable pulse generator (ipg) and when a new one was placed, the system checked out and worked correctly. The old ipg was replaced, and the patient was doing well postoperatively.